Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 100 units. The customer filled the cartridge with an additional 50-60 units of saline and resumed delivery. Additionally, the contact reported receiving a message on the pump indicating that insulin was unable to be pushed through. Tandem technical support reviewed the pump history and was unable to find any alerts or alarms that had occurred on the event date. System check with tandem technical support showed that saline was coming out of the end of the tubing. Recommendation was made for the contact to call back if the message reoccurs for troubleshooting to be performed. At the time of the call, delivery had been resumed. There was no reported impact to the customer's blood glucose level as the pump was being used with saline. Although requested by tandem technical support, no further information was provided on the reported event.